Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6) 2018".

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter.